Manufacturer narrative:
Investigation summary: one (1) sample was received for investigation. The sample was examined using unaided vision and it was observed that there is a crack in the side of the barrel extending from about the 4ml gradient to about the 15ml gradient. Bd acknowledges that the returned sample has a crack in the side of the barrel. However, as this product has seen additional handling and processing, where the barrel contacted a hard surface with sufficient force to crack the barrel cannot be determined. Therefore, a potential root cause(s) cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of barrel cracked for lot #9280282 item #305618. Related complaint: (B)(4). A device history record (DHR) review was performed on the columbus batch (9254068) used as components in the nogales batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: bd acknowledges that the returned sample has a crack in the side of the barrel. However, as this product has seen additional handling and processing, where the barrel contacted a hard surface with sufficient force to crack the barrel cannot be determined. Therefore, a potential root cause(s) cannot be determined.

Event description:
It was reported that a cracked barrel was found during use with a syringe 30ml ll tip conv pak. The following information was provided by the initial reporter, "it was reported, after filling, it was noticed that the syringe barrels were cracked causing leaking of medication. Distributor called to report that 4 nurses experienced incidents where, after filling with medication, there were cracks within the barrel that caused the medication to leak and unable to inject. Some of the medications were narcotics which can be absorbed through skin contact so this is a major concern to them. 1 syringe available with distributor." 2 occurrences were reported.